Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
During procedure, just after the sheath and cryoablation catheter were introduced into the left atrium, a thrombus was seen on the right side of the heart under echocardiography. The lspv was ablated without moving the sheath and the case was subsequently aborted. Patient was fine and was discharged from hospital one day post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.